Manufacturer narrative:
It was reported that a patient required revision surgery after being implanted with an endotine device. After multiple follow-up attempts, the end-user has provided limited information. As the lot number is not known, it is not possible to perform a device history record review. A review of complaint history related to events requiring revision surgery reveals the endotine product is performing as expected. Possible causes for revision surgery include, brow descent due to off-axis insertion of the device or patient exposure to blunt trauma at the implant site following implantation.

Event description:
On february 21, 2019, it was reported to microaire that a patient was in need of revision surgery due to failure of an endotine device. Multiple attempts were made to obtain additional information; however, at this time, there has been no response.